Manufacturer narrative:
The device was not returned for analysis. The production record and corrective and preventive action (CAPA) review were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. A conclusive cause could not be determined for the reported failure to achieve hemostasis. The unexpected medical intervention appears to be related to circumstances of the procedure. Factors that may contribute to failure to achieve hemostasis include, but are not limited to, poor or partial tissue capture, or air knot (vessel not captured). There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a suture placement in the right common femoral artery with two proglide devices using the pre-close technique via a 6f sheath hole prior to a abdominal aortic aneurysm (aaa) procedure. The sheath was upsized to a 18f and the aaa procedure was completed. Reportedly, post procedure, the suture knots were successfully advanced to the vessel wall tightened using the suture trimmer without issue; however, there was still significant blood oozing. A vascular surgeon performed a surgical cut-down to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided. The first proglide device has been captured as a non-complaint product experience.